Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and log review was performed. The battery low alarm was identified during visual inspection. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was a fully discharged battery which was replaced to correct the issue. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a battery low alarm. No additional information is available.